Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing and myopotential oversensing event was sensed by the device. The cause of the reported event remains unknown.

Event description:
Related manufacturer report number 2017865-2023-16145. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and on the right atrial (ra) lead. Additionally, myopotential oversensing was noted on the rv lead. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.